Manufacturer narrative:
(B)(4)

Event description:
It was reported that after the device implantation ddd mode was programmed and the device did not track the atrium. In aai mode the device measured correct the a-wave. The physician later noted that there are no further issues with the device. The problem did not occur again. Patient was stable.